Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device recorded a battery depletion (bd) alert. The timeframe in which the estimated longevity change was observed has not been specified. A request was made to have data from this device analyzed, however, technical services (ts) confirmed there is no data in latitude available to perform the analysis, and it would need to be sent so analysis can be completed. The device remains in service and the device would be scheduled for replacement. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device recorded a battery depletion (bd) alert. The timeframe in which the estimated longevity change was observed has not been specified. A request was made to have data from this device analyzed, however, technical services (ts) confirmed there is no data in latitude available to perform the analysis, and it would need to be sent so analysis can be completed. The device remains in service and the device would be scheduled for replacement. No adverse patient effects were reported. The device was explanted and replaced six weeks later. It was observed at the replacement procedure that the shock impedance measurements had been higher than expected, up to 175 ohms at one point, and was 160 ohms when the device was replaced. Technical services discussed the electrode should be evaluated for optimal placement, as conversion success was less likely when the impedance value was greater than 150 ohms. The local sales representative later confirmed the chronic electrode was also explanted and replaced, with an impedance measurement of 70 ohms observed. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device recorded a battery depletion (bd) alert. The timeframe in which the estimated longevity change was observed has not been specified. A request was made to have data from this device analyzed, however, technical services (ts) confirmed there is no data in latitude available to perform the analysis, and it would need to be sent so analysis can be completed. The device remains in service and the device would be scheduled for replacement. No adverse patient effects were reported. The device was explanted and replaced six weeks later. It was observed at the replacement procedure that the shock impedance measurements had been higher than expected, up to 175 ohms at one point, and was 160 ohms when the device was replaced. Technical services discussed the electrode should be evaluated for optimal placement, as conversion success was less likely when the impedance value was greater than 150 ohms. The local sales representative later confirmed the chronic electrode was also explanted and replaced, with an impedance measurement of 70 ohms observed. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.